Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while performing a demonstration with the navigation system, communication between the axiem and the emitter was lost. Restarting the system and reinserting all plugs resolved the reported issue. No additional information was provided. There was no patient present when this issue was identified.